Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a remote transmission was sent due to the patient experiencing syncope. It was noted that the right atrial (ra) lead exhibited possible oversensing on stored atrial high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.